Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon strings kept breaking; some of the tampons didn't have the string attached but it was in the packaging. No injury was reported.